Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a cartridge change, the o-ring from a cartridge detaches from the cartridge and remains on the pneumatic tap. Reportedly, this issue occurred with multiple cartridges. Blood glucose level ranged between 140-150 mg/dl. Reportedly, the customer is able to successfully remove the o-rings and install a new cartridge resuming insulin deliveries.